Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited noise over sensing and low pacing impedance. It was noted that the patient felt stimulation while programming changes made. The patient had no further consequences.